Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a low reservoir alert and noticed the buttons were not responding. He changed the battery and was able to have the esc button respond intermittently to clear the alert. By the end of the call, the customer reported that the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value at the time is unknown; last blood glucose reading was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen anomalies were noted during testing. The time advanced properly. No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.